Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, after the surgeon implanted the lens, noticed a scratch or defect in the center of the iol. Iol was removed and replaced with new iol during initial procedure. No more information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: ).

Manufacturer narrative:
No iol (intraocular lens) or lens case returned for evaluation. Label sheet only returned in the carton. No root cause identified as no iol was returned for evaluation. Based on these investigation findings and the lack of a sample, we are unable to determine a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).